Event description:
Received information stating patient experiencing high bg's (433 mg/dl) and stopped using t:slim insulin pump and went back to previous insulin pump. During troubleshooting patient observed air bubbles at luer lock and found that he did not resume insulin after pump alerted him to resulting in report of high bg's.

Manufacturer narrative:
No product has been returned for evaluation. As per customer, no further assistance is required. Should new information become available, a follow up MDR will be submitted.